Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left master tool manipulator (mtm) because of the reported errors. The system was tested and verified as ready for use. The mtm has been returned and evaluated by the failure analysis (fa) team. Fa confirmed the errors via the logs, but was unable to reproduce the reported issue. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed. No repairs are required to address the reported problem. No image or video was submitted for review. A review of the logs confirmed that the issue occurred during a procedure with system serial number (B)(4) on (B)(6) 2022. This complaint is considered a reportable event due to the following conclusion: the customer converted to laparoscopic surgery after the start of the procedure due to the surgeon not being able to use one of the system arms. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.

Event description:
It was reported that during a da vinci-assisted pediatric pyeloplasty surgical procedure, the customer encountered a fault on the universal surgical manipulator (usm). The surgeon disabled the usm. The surgeon converted to a traditional laparoscopic surgery to complete the case. There was no injury or harm to the patient. The customer contacted technical support after the case. The technical support engineer (tse) viewed the system logs and found errors 40100 and 26005 on the left master tool manipulator (mtm). The issue did not return during the call. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the initial reporter confirmed that the site completed the procedure laparoscopically with no patient injury.